Event description:
Implanted in 2007. In 2009, the cuff was replaced with a new 4.5 cm cuff more proximal on urethra, reason not indicated. Additional information received on 10/09/2009, indicates reason for revision is recurring incontinence.